Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24348. The patient was implanted with four leads from the same lot number for pns (off-label) therapy. It was reported, the patient's entire scs system was explanted. Per the patient's physician, the system did not provide the pain relief the patient expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.